Manufacturer narrative:
The reported complaint of false tachycardia episodes was confirmed. False episodes occurred within a short period of time on (B)(6) 2023 due to noise interruption and the source of noise is unclear.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was oversensing noise. It was suspected to be due to electromagnetic interference. No intervention was performed. The patient was in stable condition.